Event description:
It was reported that the patient's sensor had been acting funny. The sensor seemed to not track the patient being in upright mobile position hardly ever, but did show the patient was in an upright position a lot. When the patient would bend over slightly, it showed the patient laying in the front position. The patient was to have a revision surgery, which was scheduled for (B)(6) 2012. The patient was still using her device and it did help. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 37754 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3550-39 lot# n316092 serial# implanted: 2012 (B)(6), explanted: product type accessory. (B)(4).